Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿early loosening in total knee arthroplasty: our experience¿ written by erik hansen et al, was reviewed. The purpose of the article was to evaluate a cohort of patients undergoing total knee arthroplasty and comparing implants for early failures from aseptic loosening. The authors obtained a list of patients who had underwent total knee arthroplasties using a primary knee system between january 1, 2014 and december 31, 2017 based upon cpt codes. Each patient¿s chart was evaluated for date of surgery, implant used, if any revisions were performed, and if so, the reason for the revision. Surgeries used three different implants; two of the three used were the depuy attune and depuy pfc sigma. The results included 391 depuy attunes and 167 depuy pfc sigmas. The reasons for revisions are as follows: 1) 24 attunes were revised, with 14 of them due to aseptic loosening. Of the 14, 12 were secondary to tibial loosening, while two were from femoral loosening. 2) five sigmas required revision, with two of them being for tibial loosening. The authors report in the conclusion that further investigation is ongoing to confirm the data discovered with contacting all the included patients. This was merely an abstract and no other information is available currently. Both implants will be captured on one pc.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.